Event description:
The pt rep0rted that after treatment with bovine collagen patient has had intermittent swelling at the treatment sites. Oral claritin had been prescribed by their allergist at one time.